Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was scheduled to be removed; however, only approximately 3~4ml was aspirated with a syringe. The doctor removed the catheter by pulling on it while still inflated. The balloon was slightly inflated with water when removing it. No bleeding or urethral injury was observed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was scheduled to be removed; however, only approximately 3-4ml were aspirated with a syringe. The doctor removed the catheter by pulling on it while still inflated. The balloon was slightly inflated with water when removing it. No bleeding or urethral injury was observed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was planned to be removed, but only 3~4ml was aspirated with a syringe. The doctor removed the catheter by pulling on it while still inflated. The balloon was slightly inflated with water when removing it. No bleeding or urethral injury was observed.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "when deflating the balloon, do not aspirate with a syringe.[the inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed]" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter was scheduled to be removed; however, only approximately 3-4ml were aspirated with a syringe. As a result, the doctor removed the catheter by pulling on it while still inflated. The balloon was slightly inflated with water when removing it. No bleeding or urethral injury was observed.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "when deflating the balloon, do not aspirate with a syringe.[the inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed]". (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was scheduled to be removed; however, only approximately 3-4ml were aspirated with a syringe. As a result, the doctor removed the catheter by pulling on it while still inflated. The balloon was slightly inflated with water when removing it. No bleeding or urethral injury was observed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter was scheduled to be removed; however, only approximately 3-4ml were aspirated with a syringe. As a result, the doctor removed the catheter by pulling on it while still inflated. The balloon was slightly inflated with water when removing it. No bleeding or urethral injury was observed.